Event description:
Dexcom g7 insertion mechanism won't insert without taking extraordinary measures. Had to have someone push trigger by placing a punch on the trigger and hitting punch with a heavy object. Out of the last nine sensors, 8 required this in order to insert the sensor. Previously, the sensor triggers worked when using a normal amount of pressure on the trigger. Pt code: 4582. Device code: 1316. Ref reports: mw5180485, mw5180486, mw5180487, mw5180488, mw5180489, mw5180490, mw5180491.